Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawer kept failing. The field service engineer (fse) had the customer inventory every pocket in the drawer, and the drawer worked properly during this process. The fse also observed that the scanner cord had a cut in it and therefore replaced the scanner cord. After the replacement, the pharmacy scanned multiple medications, confirming that the scanner was functioning correctly. The customer tested the repair after it was completed by inventorying the cubie pockets and testing the scanner. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.2 was keep failing and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.